Event description:
It was reported that the device was alarming, and the screen reads "no disposable clamp tubing". A continuous infusion rate of 2.3 ml/hour had been programmed, with a total reservoir volume of 13.5 ml and given 89.5 ml. There was no patient harm. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
E1: initial reporter establishment name; (B)(6). Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.